Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had botox in (B)(6) 2025 and helped with symptoms, but the ins was turned off in (B)(6) 2025. The ins moved under the skin and caused electrical sensations, and there was no control of urine when the ins was off, but better control when it was on. The patient also had balance issues and was seeing a neurologist. A revision was scheduled for (B)(6) 2025. After evaluating the implant site, it was determined that the pocket was larger than the ins, allowing it to move and flip within the pocket. The patient reported feeling the ins flip and move. An x-ray was conducted to assess the lead, and the patient decided against replacing it since they were still experiencing efficacy from the device. Upon reviewing the x-ray of the implant and comparing it with a previous revision x-ray, it was confirmed that there had been migration of the lead. The patient underwent ins revision surgery on (B)(6) 2025 and is currently doing well. There were no additional patient complications.